Manufacturer narrative:
CAPA is currently listed on the reportable malfunctions list for the malfunction of over-delivery/iipv.

Event description:
In 2009, a customer contacted baxter's technical service center and reported a high drain volume. Per the initial report, the drain volume was 3561 ml. Product surveillance contacted the nurse five days later. According to the nurse, the patient's fill volume was 2000ml. This meets increased intraperitoneal volume (iipv) criteria. The patient did not have any symptoms of overfill, except for the high drain volume of 3561ml. The patient's last day on therapy was the day of contact to baxter; the patient passed away the next day. According to the nurse the cause of death was peripheral arterial disease; the patient also had diabetes complications. The nurse believes the patient drained an excessive amount due to the body shutting down as at that point the patient was in the dying stages.